Event description:
It was reported that the patient experienced chest pain when pacing was occurring and presented to the emergency room (ER). The right ventricular lead threshold was unstable in the bipolar pacing configuration - ranging from 2.5 to 5.5 volts - and no capture was possible in unipolar. Capture management was turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : a2dr01 ipg implanted: (B)(6) 2013. (B)(4).